Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. The device was noted to be at elective replacement indicator (eri). The device was tested on the bench and no anomalies were noted. A longevity calculation was performed using available programmed settings and usage data and the device was found to be within estimated longevity. The device¿s battery voltage adc function was tested and found to be normal. The cause of the discrepancy in the estimation of remaining longevity, near eri, could not be determined. The reported event of a sudden drop in battery voltage and premature eri could not be confirmed.

Event description:
During a follow-up in clinic, there was a sudden drop in battery voltage noted and the device had reached elective replacement indicator (eri) prematurely. The device was explanted and replaced and the patient was stable with no consequences.